Event description:
It was reported that the right ventricular lead was oversensing and was inhibiting pacing with pocket movement. Asystole was noted. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2006 (B)(6). (B)(4).